Event description:
The dealer stated, the unit will shut down without an alarm .

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the unit will shut down without an alarm .

Manufacturer narrative:
The device was evaluated by the returns department which found that the manifold hoses are leaking and the sieve bed is saturated.